Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the augmentation dropped when the patient coughed. The customer also noted occasionally seeing the auto r wave deflate message on the console. The insertion was reported to be axillary, which is not the method described in the device instructions for use. They wanted to know why the augmentation would drop. The getinge representative explained the r wave deflate message with the ECG irregularity. Many reasons for low augmentation were discussed, but in this case it was likely directly related to the coughing and location of the iab since augmentation returned to normal after coughing. A recent chest film confirmed correct location. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.